Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced issues related to the infusion site. The patient went to the general practitioner because of an inflamed infusion site and received treatment with an oral antibiotic as well as an ointment. No further information available.